Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 375cc saline prosthesis, catalog # 3542660, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor siltex round moderate profile 375cc saline prosthesis and experienced left sided deflation post procedure. The deflation was noted through a visual examination and there was no trauma. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 5/23/2019. The device was explanted on (B)(6) 2019. 2. Is other serious-uncheck 2. Is required intervention-check additional information was received on 5/30/2019. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. When the device was explanted, replacement with mentor smooth round moderate profile 375cc saline prosthesis was performed. Manufacturer¿s reference number: (B)(4).